Event description:
The core micro drill was sent in for eval, because it would not stop running immediately. The event occurred during a routine maintenance visit. No adverse event was associated with the device.